Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('migration of the essure device the abdominal or pelvic cavity'), fallopian tube perforation ('fallopian tube perforation, migration of the essure device to abdominal or pelvic cavity'), uterine perforation ('uterine perforation') and perforation ('perforation other organs') in a female patient who had essure (batch no. C12702) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), device dislocation (seriousness criteria hospitalization and medically significant), fallopian tube perforation (seriousness criteria hospitalization and medically significant), uterine perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, anxiety, depression and stress had not resolved and the device dislocation, fallopian tube perforation, uterine perforation, perforation, pregnancy with contraceptive device, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss and mood altered outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. Lot number:c12702 manufacture date:2014-01 expiration date: 2017-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-nov-2021: event device dislocation was added from report via lawyer. Outcome was added for pain and stress and depression. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('fallopian tube perforation, migration of the essure device to abdominal or pelvic cavity'), uterine perforation ('uterine perforation') and perforation ('perforation other organs') in a female patient who had essure (batch no. C12702) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalization and medically significant), uterine perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, pregnancy with contraceptive device, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, depression and stress outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. Lot number:c12702 manufacture date:2014-01 expiration date: 2017-01 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-nov-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device dislocation ("migration of the essure device the abdominal or pelvic cavity"), fallopian tube perforation ("fallopian tube perforation, migration of the essure device to abdominal or pelvic cavity"), uterine perforation ("uterine perforation") and perforation ("perforation other organs") in a 36 year-old female patient who had essure inserted (lot no. C12702). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of vaginal delivery in 2024 and condom, bloating, migraine, gonorrhea, vaginal discharge, anxiety, headache, parity 4 and multi gravida. Previously administered products included: mirena. Concomitant products included cymbalta (duloxetine hydrochloride) for anxiety, lorazepam for anxiety, diclofenac (diclofenac sodium) and bupropion (bupropion hydrochloride) for depressed mood. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation, disability and intervention required), device dislocation (seriousness criteria hospitalisation and medically important), fallopian tube perforation (seriousness criteria hospitalisation and medically important), uterine perforation (seriousness criteria hospitalisation and medically important), perforation (seriousness criteria hospitalisation and medically important), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/mental anguish"), depression ("depression") and stress ("psychological stress"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure coils.). At the time of the report, the pelvic pain, abdominal pain, back pain, anxiety, depression and stress had not resolved. The outcomes for device dislocation, fallopian tube perforation, uterine perforation, perforation, pregnancy with contraceptive device, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss and mood altered were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: we ordered an ultrasound to rule out other pelvic pathologies that may be causing pain, the ultrasound did not show any pathology to explain her pain. Since her last visit, she continues to experience her pain symptoms and it is intermittent. She brings up the possibility of getting pregnant again with removal of the coils and reimplantation of her fallopian rubes. Hcp explain to her that the success rate of this is extremely low. Given her pain and also the evidence of essure: coils increasing the risk of miscarriage. Hcp have booked her for salpingectomy with removal of coils. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: clinical history: pelvic pain following essure, requested removal of essure devices. Clinical diagnosis: normal tubes. Source of specimen: bilateral fallopian tubes and essure coils. Gross description: specimen consists of bilateral fallopian tubes and essure coils-contains two segments of fallopian tube positive for fimbriae measuring 8.5 and 9.5 cm in length. Note at proximal end of both tubes are silver coloured coils. Diagnosis: fallopian tubes with essure coils, bilateral salpingectomy; unremarkable fallopian tubes; silver coils consistent with essure coils. [Pregnancy test] on (B)(6) 2014: negative. [Ultrasound abdomen] on (B)(6) 2017: clinical indication: ruq pain. Findings: abdominal aorta, pancreas, gallbladder, cbd, both kidneys and spleen are all seen within normal limits. Impression: normal study for ultrasound abdomen. In particular no evidence of cholelithiasis or cholecystitis. [Ultrasound pelvis] on (B)(6) 2017: clinical indication: 30 yo with essure coils. Pain and heavy menstrual bleeding. Please rule out structural cause (i.e. Adenomyosis). Findings: the uterus is anteverted and measures 8.1 x 5.8 x 4.3 cm. Endometrial echo is 11 mm thick. Bilateral essure tubal coils are noted, no obvious complication revealed, aside from a benign 1.6 crn nabothian cyst at the cervix, no focal uterine lesion such as polyp or fibroid. Difficult to exclude sonographically, but no obvious evidence of adenomyosis, the ovaries and adnexae are unremarkable, no significant free pelvic fluid to report. Lot number: c12702. Manufacture date: 2014-01. Expiration date: 2017-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-may-2024: reporter and patient information, non drug treatment, lab data, medical history added. New concomitant added: bupropion, diclofenac, lorazepam, and cymbalta. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('fallopian tube perforation, migration of the essure device to abdominal or pelvic cavity'), uterine perforation ('uterine perforation') and perforation ('perforation other organs') in a female patient who had essure (batch no. C12702) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criteria hospitalization and medically significant), uterine perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6)2018). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, pregnancy with contraceptive device, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, depression and stress outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.